Event description:
Pt was treated with the her option procedure on the day of the event and was sent home. Pt returned four days later complaining of abdominal pain (no fever), was evaluated by attending physician and sent home. Pt was admitted to intensive care unit three or four days later for "necrosis of the uterus". Report stated that the attending physician indicated that he (physician) used the ultrasound to monitor the procedure and did not perforate the uterus.